Event description:
Pseudoseptic reactions [pseudosepsis]. Case narrative: initial information received on 09-apr-2019 regarding an unsolicited valid serious case received from a pharmacist via health authority of united states under the reference number mw5084955. This case involves a patient (unknown demographics) who experienced pseudoseptic reactions, after receiving medical device of hylan g-f 20, sodium hyaluronate (synvisc one). (Latency: unknown) the patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient took hylan g-f 20, sodium hyaluronate, unknown formulation at unknown dosage via intra-articular route (lot - unknown) as product used for unknown indication. On 15-aug-2018, patient experienced pseudoseptic reactions with synvisc one. Final diagnosis was pseudoseptic reactions. Corrective treatment: not reported for pseudoseptic reactions. Outcome: unknown for pseudoseptic reactions. Seriousness criteria: medically significant for pseudoseptic reactions. A product technical complaint (ptc) was initiated on 26-apr-2019 for synvisc one. Batch number unknown, global ptc number: 58101. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. All finished batch records for specification conformance prior to release were reviewed as per the requirement. Any out of specification result need to be identified and mitigated through the ncr process. Adverse event reports with or without lot numbers were continuously monitored by sanofi global pharmacovigilance and epidemiology and possible associations with their corresponding product lot were assessed as part of routine safety surveillance effort to detect safety signals. Final investigation complete date was 26-apr-2019. No safety issues were indicated in this review. Additional information was received on 26-apr-2019. Global ptc number and ptc results were added. Clinical course updated and text amended accordingly.

Event description:
Pseudoseptic reactions [pseudosepsis]. Case narrative: initial information received on 09-apr-2019 regarding an unsolicited valid serious case received from a pharmacist via health authority of united states under the reference number mw5084955. This case involves a patient (unknown demographics) who experienced pseudoseptic reactions, after receiving medical device of hylan g-f 20, sodium hyaluronate (synvisc one). (Latency: unknown). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient took hylan g-f 20, sodium hyaluronate, unknown formulation at unknown dosage via intra-articular route (lot - unknown) as product used for unknown indication. On (B)(6) 2018, patient experienced pseudoseptic reactions with synvisc one. Final diagnosis was pseudoseptic reactions. Corrective treatment: not reported for pseudoseptic reactions. Outcome: unknown for pseudoseptic reactions. Seriousness criteria: medically significant for pseudoseptic reactions. A product technical complaint was initiated, and results were pending for same.